Event description:
It was reported that a shaft break occurred. The patient presented for a complex percutaneous coronary intervention (pci) of a severely calcified lesion. Following pre-dilation, a 2.00 x 15 mm agent drug-coated balloon (dcb) was introduced using a guidezilla guide extension catheter. The dcb had difficulty advancing and while advancing into the lesion, the shaft detached. The procedure was successfully completed using another of the same device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Device history review: a review was completed of the device history records (DHR) for the agent (dcb), part # h74939222201510, batch #13109h24. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the agent (dcb) device confirmed that the event of 'shaft break' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code 'adverse event related to patient condition'. This code was selected as the most probable complaint cause based on the information available and investigation conducted. It is likely that the resistance encountered in the severely calcified lesion contributed to the inability of the device to cross the lesion. It is likely during the crossing difficulties, force was applied to device resulting in the shaft detach.

Event description:
It was reported that a shaft break occurred. The patient presented for a complex percutaneous coronary intervention (pci) of a severely calcified lesion. Following pre-dilation, a 2.00 x 15 mm agent drug-coated balloon (dcb) was introduced using a guidezilla guide extension catheter. The dcb had difficulty advancing and while advancing into the lesion, the shaft detached. The procedure was successfully completed using another of the same device. There were no patient complications and the patient fully recovered.